Event description:
It was reported that: "inserter can visually see catheter in artery under ultrasound. Flash back of blood and flow were visible, and then the wire would not slide out. It seemed that the catheter became occluded. The catheter was removed, and the wire would not extend, there was no visible damage to the wire". The issue was resolved by removing the device and a new catheter was placed just above the original site so as to not compromise the vessel. There was no reported patient harm or injury and they were reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "inserter can visually see catheter in artery under ultrasound. Flash back of blood and flow were visible, and then the wire would not slide out. It seemed that the catheter became occluded. The catheter was removed, and the wire would not extend, there was no visible damage to the wire". The issue was resolved by removing the device and a new catheter was placed just above the original site so as to not compromise the vessel. There was no reproted patient harm or imjury and they were reproted as fine.